Event description:
Boston scientific received information that this right atrial lead displayed noise during an atrial threshold testing in clinic. The local field representative reported that the noise was not able to be reproduced with isometrics or pocket manipulation. Of note, pacing impedances of less than 200 ohms had been recorded. Technical services discussed possible causes for the reported clinical observations. An attempt to obtain additional information from the field representative has been made. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.